Event description:
It was reported during revision surgery while engaging\disengaging the device intra-operatively, there was a delay of surgery time.

Event description:
It was reported that a revision surgery was performed.